Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during an ipg replacement procedure the physician found out that the patients pocket was filled with pus. The patient was given antibiotics and the patients ipg and leads were explanted. Cultures were taken however results were unavailable. Additional information was received that the patient was doing well postoperatively and the explanted leads were discarded and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(4). Batch: 7016826/7034525.

Event description:
It was reported that during an ipg replacement procedure the physician found out that the patients pocket was filled with pus. The patient was given antibiotics and the patients ipg and leads were explanted.